Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that tlc55 would only fire 2cm and then locked out. Opened another stapler to finish the case. There was no consequence to pt.